Event description:
It was reported that during sheathed insertion, iab prematurely unwrapped. Balloon only partially stayed wrapped. Assembly was removed. A new iab was obtained and used without further difficulty.